Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The 3.0 x 18mm rx vision referenced on the initial medwatch report was filed under a separate medwatch report#.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the previously filed report, additional information was received that the blood clot outside of the patient's heart was treated with coumadin. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Date of occurrence estimated. Therapy date estimated.

Event description:
It was reported that a 3.0 x 18 mm and a 3.5 x 18 mm multi-link vision stents were implanted in the right coronary artery on 10/02/2012. The patient has been having medical issues for quite some time including blood clots on the outside of the heart. No thrombosis was reported as the clotting is not in the heart. No additional information was provided.